Event description:
The hospital reported that during the saphenous vein harvesting procedure, the balloon popped on the short port. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. Investigation results: a detailed visual inspection on outer silicone coating shows a small tear at leak location. The complaint is confirmed.